Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the device/migration of the device/right essure was not visible") in a 37-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included acid reflux (oesophageal) since 2014 and gallbladder disease nos since (B)(6) 2015. Concomitant products included omeprazole (prilosec). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues/menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysteroscopy due to complications from the essure device). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure removal / revision surgery information have you had your essure (or any part of the device) removed: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received: new events: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, migraines, headaches, dysmenorrhea (cramping), abdomen pain, dyspareunia (painful sexual intercourse), did you undergo an essure confirmation test: no were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the device/migration of the device/right essure was not visible") in a 37-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included acid reflux (oesophageal) since 2014 and gallbladder disease since (B)(6) 2015. Concomitant products included omeprazole (prilosec). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues/menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysteroscopy due to complications from the essure device). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure removal / revision surgery information have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the device/migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues/menstrual bleeding"). The patient was treated with surgery (hysteroscopy due to complications from the essure device). At the time of the report, the uterine perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009 essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the device/migration of the device/right essure was not visible/migration of essure device:projected over pelvis') in a 37-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included cholecystectomy, vaginitis and paratubal cyst. Concurrent conditions included gallbladder disease since (B)(6) 2015 and acid reflux (oesophageal) since 2014. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2009 to (B)(6) 2009, omeprazole (prilosec) and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/pelvic pain / pelvic area pain"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and abdominal pain ("abdomen pain/surgery: type of surgery exploratory for abdomen pain/abdominal area pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish/psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues/menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysteroscopy due to complications from the essure device, diagnostic laparoscopy). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, dysmenorrhoea, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure removal / revision surgery information have you had your essure (or any part of the device) removed: no plaintiff was currently planning for essure removal. Exploratory surgery to determine cause of pain in abdomen patient received treatment for: pain, migration. An essure device was then inserted into the left tubal ostia in standard fashion and the device introducer coil was then deployed and three coils were noted to be viewed from the hysteroscope scope. The same procedure was repeated at the right tubal ostia, one coil was noted at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information , other relevant history , date explanted added and product removal details updated. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.